Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that there was an impedance issue on contact 11. The patient did not report any falls that may have led or contributed to the issue. No action was taken, as contact 11 was not being utilized for therapy. The connectivity was checked and no issues were found. The issue was not resolved. No symptoms were reported. Additional information received from the rep indicated that the impedances were ¿avoid¿, ranging from 16480-18706 ohms. They stated that no additional actions will be taken to resolve the issue at this time.